Manufacturer narrative:
Hydraulic sub-assembly cylinder.

Event description:
It was reported by service report that the fluid was leaking from the hydraulic sub-assembly main cylinder. No pt involvement or adverse consequences are reported.